Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during automated peritoneal dialysis (apd) therapy, which caused peritonitis. The patient stated that they had caught the transfer set on the bed and the clamp on the transfer set came off. They used the emergency scissors and taped sterile gauze on the end and went to the emergency room. The patient stated that they were in the emergency room for sixteen hours and then experienced an unrelated event. The patient was not hospitalized for the peritonitis. The treatment for the peritonitis was not reported. The patient was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.